Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the set would not go into the set location and notified (biomedical engineering). After subsequent testing of several brand-new box sets, they have determined that the issue lies with the set not being the right size. The fault occurred during set up. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Fourteen samples were received for evaluation. Functional testing was performed and the length of the 14 samples was found to be in accordance with the specification. Visual inspection was not performed. According to the results of the investigation the failure mode was not confirmed. The root cause could not be determined as no product problem was identified. The device history review of the reported lot number found no non-conformities during the manufacturing process.